Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
New information received states that the devices were explanted. There were no complications during the procedure.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 3006705815-2021-02693. Related manufacturer report (B)(4). Related manufacturer report (B)(4). It was reported that patient experienced infection at the thoracic region of the lead site. Patient was being treated with oral antibiotic. A surgical intervention is anticipated in the near future. No additional information.